Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, on hysterectomy, while hemostasis, the device caused an infection that results in violent pains after 10 days. The event led to extend the patient¿s hospitalization. A new operation was performed to treat the infection and correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.